Event description:
A customer reported that during cataract surgery, the system shut down during aspiration. After the system was rebooted and primed, the red screen system message appeared with the fill command. The procedure was completed using manual aspiration. Additional information received from the customer indicated there was no harm to the patient and the ¿outcome was good¿.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).